Event description:
The user facility reported an attempted impella 5.5 device implant was unsuccessful to a patient with postcardiotomy cardiogenic shock. A cardiac catheterization at an outside hospital one day prior to the impella implant attempt revealed multiple vessel disease with the inability to place an intra-aortic balloon pump due to the patient's difficult vasculature. The decision to made to place impella in right axillary artery. Innominate artery showed calcification as well as left axillary artery and some calcification noted on right axillary artery. The physician was unable to place impella 5.5 device via direct approach due to small aorta and bypass cannula location. A right axillary cutdown was performed and a 10mm vascutek gel weave graft was sewn in place. The impella pump was primed greater than 15 minutes and torque removed. The physician was able to obtain ventricular access and unsuccessfully attempted to advance the impella 5.5 device over a 0.18 guidewire due to vascular anatomy. Troubleshooting included attempts by another physician and buddy wire inserted for extra support. However, ultimately, the impella 5.5 device was unable to be advanced due to vascular anatomy and the case was aborted. Patient outcome status and subsequent support/treatment is unknown. However, there was no report of harm or injury with report of the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The root cause of the delivery issue was most likely patient condition since the implant of pump was aborted due to patient's anatomy.